Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges driving in the chair, hit a pothole, and fell out of the chair.

Manufacturer narrative:
The provider evaluated the device. The unit is working properly. User hit a pothole while driving the device. User error.

Event description:
Alleges driving in the chair, hit a pothole, and fell out of the chair.